Event description:
During the procedure, resistance was noted during device removal and bleeding was noted near the patient's groin. The catheter appeared damaged under fluoroscopy. The catheter was unable to be manipulated properly and could not be removed from the patient. Resistance was met near the groin area during removal so the introducer and catheter were removed together. Following removal, the catheter shaft was torn and the internal components were exposed. The patient was bleeding from the removal site and a d-stat was used to stop the bleeding. The patient was discharged in stable condition.

Manufacturer narrative:
The reported deflection issue and catheter damage were confirmed. A tear was noted in the catheter shaft exposing the conductor wires. The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to bends in the shaft, consistent with the reported withdrawal difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bends and tear in the catheter shaft are consistent with damage during use. The cause of the patient bleeding may have been procedure related.